Manufacturer narrative:
The device included the distal portion (bolster) and silicone tubing, barbed connector, inner and outer rings. The thermoformed tubing had been separated from the barbed connector and was not returned. The condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated. Based on the evaluation of the returned components, the most probable root cause is operational context. A device history record (DHR) review of lot numbers 14618611 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011.according to the complainant, during the procedure, while the physician was pushing the device it detached. Nothing fell inside the patient. The physician was able to remove the device by hand. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, while the physician was pushing the device it detached. Nothing fell inside the patient. The physician was able to remove the device by hand. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.